Event description:
It was reported that during a laparoscopic gastric bypass procedure on the first firing with a white cartridge, some of the rows within the staple line were not formed completely. The first device was reloaded and the device fired fine. A second device was used to complete the procedure after the surgeon had seen the staple formation from the first firing. There was consequence at the time of the call.

Manufacturer narrative:
(B)(4)CT. Additional information was requested and the following was obtained: on what tissue type was the device used? Bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. Echelon straight/flex: flex. What color cartridge was being used? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Normal tissue. The analysis found that one long60a device was returned in good visual condition and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The reload was disassembled and no anomalies were noted. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria. A photograph was received and based on the photographic evidence, root cause could not be determined for the complication experienced. However, a potential cause may be the amount of tissue that was placed between the jaws, where the tissue was placed, how far back into the device the tissue may have milked and some tissue movement during firing. All or some combination of these factors may have contributed to the event.

Manufacturer narrative:
(B)(4).